Manufacturer narrative:
At this time no conclusion can be made to what extent the device may have caused or contributed to the reported event. A manufacturing review was performed which found that the device provided was manufactured to specification. Should additional information be provided, a supplemental emdr will be submitted. Not returned to manufacturer.

Event description:
The following is based on medical records and the attorney's legal claim: on (B)(6) 2009 the patient was diagnosed with stress urinary incontinence and underwent a pubovaginal sling procedure with implant of a bard/davol flat mesh. Per implant operative dictation. On (B)(6) 2009 and (B)(6) 2010 the patient was seen in follow up with her md in which she complained of "feeling a hardness in the vagina." In (B)(6) of 2009, the md advised her this was not an abnormal outcome so soon after implant of the mesh. In (B)(6) 2010 the patient complained of feeling a plastic area in the vagina in which her partner also felt during intercourse. The md diagnosed mesh erosion and scheduled surgery with plans to remove the mesh. On (B)(6) 2010 the patient underwent excision of the bard/davol flat mesh. The patient's attorney alleges "patient has suffered/will continue to suffer pain, suffering disability, impairment, inability to engage in chosen and necessary activities as a result of the implantation of the prior designated pelvic mesh product."